Manufacturer narrative:
Exact date unknown, event occurred 3 months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The ipg had flipped wrapping the lead around it. The patient underwent a pocket revision procedure wherein the lead was uncoiled around the ipg. The patient was doing well postoperatively. The device remains implanted.